Event description:
After I gave birth to my fourth child I decided to get on a permanent birth control known as essure. After having the birth control inserted inside of me I started to notice heavier vaginal bleeding than normal with my monthly cycles, frequent and severe headaches, fatigue, and severe back pain that has to be handled with physical therapy.